Event description:
It is reported that the pt rec'd a cerasul generic hip in (B)(6) 2007 (exact date not reported). Pt reported that he hears "repeated crunching noise on his left hip while standing. Part time pain in hyperflexion".

Manufacturer narrative:
The MFR did not rec'd explanted device for review. The lot number were not provided hence the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. (B)(4).